Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up after a several year absence from surveillance with a right common iliac that had considerable disease progression distal to the original implanted ipsilateral limb. The vessel was mildly tortuous and mildly calcified. The diameter at the renal artery was 21 mm. Over time this dilatation has worked its way under the implant involving the original sac with a type ib endoleak. An endurant 16mm limb was implanted down to the hypogastric artery which resolved the type ia endoleak. Additionally, a 28mm cuff was placed proximally to the renal arteries to accommodate neck dilatation proximal to the aneurx bifurcated stent graft originally implanted. No endoleak was noted but the stent graft was approximately 20mm from the lowest renal artery, as the original cts are not available it is not possible to make a comparison from the index procedure. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.